Event description:
A pulsar-18 self-expandable stent system was selected for treatment. During angioplasty of the lower limb, after release of the 6/150 pulsar-18 stent and passage of materials to perform angioplasty with another more distal stent, the mesh of the 6/150 pulsar-18 stent opened, causing loss of function. Another stent was used to cover the damaged stent.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to select the appropriate stent size based on the diameter of the artery adjacent to the lesion according to the stent size selection table in the pulsar- 18 IFU.